Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. It was unknown if the patient was hospitalized for the event. The patient experienced cloudy effluent as a result of the peritonitis and was treated with cefazolin sodium pentahydrate (1g, every night). The patient had not yet recovered from the peritonitis. No additional information is available at this time.